Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported that during implantation at tooth site 13 the vestibular bone slat fractured. No other implant was placed to complete the procedure. Patient has been rescheduled for new implantation after healing.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned product identified signs of use with bone debris on external threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. The implant could not be functionally tested for the reported event (bone fracture). A pre-existing condition were not noted as normal on the per form. Bone density was high density (type I). The reported device was located on tooth location # 13 (fdi) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 1/8/2022. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques may lead to implant failure and forcing the implant into the osteotomy deeper than the depth established by the drills can result in damage/fracture. DHR review: DHR review was completed for the subject lot number 2022031751. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number 2022031751 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental : medical : bone fracture.' Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.